Manufacturer narrative:
The e410 error code was observed on the bed frame control panel. The e410 error code is a general service error which requires technical investigation. When the error code appears, the troubleshooting section of the citadel plus instruction for use (831.374-en rev 11) indicates to call an arjo-approved service agent. Thus, the customer reacted accordingly to the IFU. The arjo service technician inspected the device and found that the communication cable located in the side rail panel was worn. Thus there was no possibility to activate the actuators. The safety side was replaced and the proper operation of the actuators was restored. As the claimed bed was manufactured on 20 march 2017, more than 7 years before the awareness date of the investigated complaint and there were no historical service records of repairs related to the side rails, the most likely root cause of the cable being damaged is normal wear (nw). The preventive maintenance section of IFU indicates to ¿carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)¿ weekly. The arjo device was not meeting its specification as the bed¿s cable was damaged. The citadel plus bed was used for the patient treatment at time of the event. The complaint was decided to be reportable due to the allegation of the bed being stuck in trendelenburg position. No injury occurred.

Event description:
Arjo became aware of the event involving the citadel plus bed frame stuck in the trendelenburg position. The patient used the bed when the issue occurred. The patient was moved to another bed. No injury was reported. The bed was swapped out and inspected.